Event description:
The sales rep reported his 23mm modular driver was bent during use in an acl procedure. The surgeon switched to a 30 mm driver when inserting the 2nd screw, and the procedure was completed with no patient consequences.

Manufacturer narrative:
Although the initial event report described that the device became bent while in use, it is noted through the complaint device's evaluation on (B)(6) 2011 that its distal tip is missing; broken away. We have to assume that this most likely happened while in use in the body. The fact that the report only noted that the device became bent at the time of use seems to indicate that the surgeon was not aware of this defect at the time of the event. No lot number was supplied, which precludes conducting a bath history review to determine if there were any anomalies that may have influenced this device's failure. We cannot tell anything from this; we cannot discern the root cause for the breakage; however, based on the condition of the complaint device, it may be, that for whatever reason, the device was subjected to gross mechanical forces which caused the tip to fail and break off. Outside of the consideration no other underlying cause for the reported event can be discerned. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.